Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of solesta are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "barrigel procedure with [physician] was getting close to finishing the 1st syringe. The medical assistant (ma) was positioned to the left of the sales representative, next to the sterile field and the mayo stand. The sales representative was standing near the patient. He noticed the ma was struggling with the cap on the sterile barrigel syringe. Sales rep pulled a demo syringe out of his pocket to show [physician] how to remove the cap. The sales rep placed his demo syringe on the same table with the ultrasound. The ma placed the sterile syringe back onto the sterile field. Sales rep missed the exchange, [physician] evidently grabbed sales rep's demo syringe from the table that held the ultrasound, and not from the sterile field. Then implanted the barrigel into the perirectal fat plane. They did not make the connection until they were getting ready for the 3rd syringe exchange. [Physician] asked if there were 4 syringes, and sales rep said, "no, not that he is aware." They could see there was still an unused sterile syringe on the sterile field. Sales rep looked for his demo syringe, saw that it was on the ultrasound table, and identified that it was empty. At this point sales rep communicated to dr that he must have used the sales rep's demo syringe. [Physician] communicated that he understood. After the case, they debriefed: [physician] would communicate with the patient and, sales rep would call al for direction and would communicate back with [physician] on next steps." Additional information received on september 30, 2025, indicated that "[physician] spoke with the patient and he's doing fine so far, no incidents or complications to report at this time."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "barrigel procedure with [physician] was getting close to finishing the 1st syringe. The medical assistant (ma) was positioned to the left of the sales representative, next to the sterile field and the mayo stand. The sales representative was standing near the patient. He noticed the ma was struggling with the cap on the sterile barrigel syringe. Sales rep pulled a demo syringe out of his pocket to show [physician] how to remove the cap. The sales rep placed his demo syringe on the same table with the ultrasound. The ma placed the sterile syringe back onto the sterile field. Sales rep missed the exchange, [physician] evidently grabbed sales rep's demo syringe from the table that held the ultrasound, and not from the sterile field. Then implanted the barrigel into the perirectal fat plane. They did not make the connection until they were getting ready for the 3rd syringe exchange. [Physician] asked if there were 4 syringes, and sales rep said, "no, not that he is aware." They could see there was still an unused sterile syringe on the sterile field. Sales rep looked for his demo syringe, saw that it was on the ultrasound table, and identified that it was empty. At this point sales rep communicated to dr that he must have used the sales rep's demo syringe. [Physician] communicated that he understood. After the case, they debriefed: [physician] would communicate with the patient and, sales rep would call al for direction and would communicate back with [physician] on next steps." Additional information received on september 30, 2025, indicated that "[physician] spoke with the patient and he's doing fine so far, no incidents or complications to report at this time."